Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona® adult tts¿ tracheostomy tube leaked during use. A hole was noted in the cuff which caused the secretions from the patient to be observed. Prior to this incident; a previous tracheostomy tube was changed 2 weeks ago also due to a hole in the cuff during use. A second report has been written to capture the previous tube that was used on the patient two weeks ago. No adverse effects to patient reported. This report is related to MDR # 3017307300-2017-00025.